Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared on an unspecified date about 3 months prior to the alert date of (B)(6) 2017. The patient manages their diabetes with insulin (no adjustments) and stated that in response to the alleged product issue they had increased their insulin dosage by an unspecified amount at an unspecified period of time in relation to the alleged product issue. The patient stated that 2-3 weeks after the alleged product issue occurred they developed symptoms of ¿fatigue, dry mouth, irritability and frequent urination¿. The patient reported that due to these symptoms they were hospitalized and received treatment for diabetic ketoacidosis. The date of this treatment was not specified during the initial call and the patient did not provide any blood glucose results which may have been obtained during this time. At the time of troubleshooting the cca confirmed the patient¿s testing steps were correct. The test strips did not completely draw in the sample when blood was applied to them. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have been unable to measure their blood glucose on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.